Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, 6 weeks postoperatively, the patient had unexpected refraction of +1.00/-5.00 160°. There was no patient harm reported. Additional information received and stated that, the 5.235 lens was exchanged for a 6.235 lens following the initial implant procedure . As per the surgeons opinion, faulty iol thickness and cylinder incorrectly fitted is the cause for the unexpected refraction. The symptoms were resolved to the patient.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating that the lens was not defective rather the power and cylinder were incorrect which caused the unexpected refraction. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens. Therefore this does not meet criteria for reporting.